Manufacturer narrative:
The serial number, UDI and manufacturing date details were kept blank since the given asset information found to be 'es server'. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a login issue that hindered the customer ability to dispense medications in emergency situations, with delays of approximately 17 to 20 seconds occurring intermittently. Further, it was reported that the technical support specialist advised the customer to disable netbios and test the system; however, this action did not rectify the problem. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.